Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported whether the patient was hospitalized for the reported event. The patient was treated with vancomycin (dose, route, duration and frequency not reported) for the peritonitis. The cause of the reported event and actions taken with pd therapy were not reported. The patient recovered from the peritonitis. Additional information was requested, but the reporter declined to provide further information about this event.